Manufacturer narrative:
There is no information provided regarding the return of the actual complaint product to the manufacturer. The device history record for the reported lot number, 77977, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 09-apr-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that when placing the peg kit, the distal tip breaks. It was necessary to open a second kit. Additional information received on 28-mar-2018 stated that the distal end breaks, and was not recovered. No further information was provided at this time.